Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported an open sore under the electrodes and itchiness on his back. There was no alleged device malfunction contributing to the irritation. The patient stated he used a prescribed cream which helped the open sore. The patient could not recall the name of the medication. The patient used the same medication on his back. Follow up indicated the irritation improved.